Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/08/2025, it was reported by a sales representative via (B)(4) that an ar-300b burr attachment would not tighten or grip on the handpiece. The patient was not affected. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. Manufactured date: 11-feb-2019. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.